Manufacturer narrative:
Result of investigation: the device was returned to carefusion for evaluation and the reported problem confirmed. It was noted, upon visual inspection of the flow meter, evidence of liquid in the flow meter was found due to discoloration of the tubing.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be evaluated and included in a follow-up report if required. Patient demographics such as age, date of birth, gender, and weight were not provided by the customer. (B)(4).

Event description:
A customer reported to carefusion that the infant flow sipap float did not move smoothly over 10 lpm. Customer investigation of the issue revealed a "dirty" needle. The flowmeter was replaced and the symptom improved. The unit was in use on a patient when the issue occurred. There were no reports of harm to the patient associated with the event reported to carefusion.